Event description:
Medtronic received a report that a 6f neuron max was pushed to go upper to the petrosal segment of the internal carotid artery, and the navien was pushed to go upper to the cavernous sinus segment to provide stable support. The phenom27 stent catheter reached the ipsilateral middle cerebral artery m2 under the guidance of sychro. The ped-500-25 model was finally selected according to 3d measurement. It was fully hydrated and transported in place. The stent was fixed and the guidewire was pushed, the stent catheter was withdrawn, and the developing guidewire at the tip end was exposed. The stent catheter phenom27 was continued to be withdrawn to expose the tip end of the stent, but the tip end was still unable to be fully opened. Released a longer length, pushed and pulled, swung, increased and decreased tension, waited longer, and then there was still no way to open the distal end of the stent. After recollecting and releasing again, there was still no way to make the tip end of the stent to open. Moreover, looking through the fluoroscopy, the surgeon felt that the tip end of the stent was damaged, and worried about the occurrence of ischemic complications. It was finally decided to remove ped and phenom27 from the body together. One phenom27 and one ped-475-30 model were opened again. According to the previous standardized operation, there were no previous problems this time and the procedure was completed successfully. The pipeline failed to open distally. The pipeline was not positioned in a bend. More than 50% of the device had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured medium sized aneurysm of the ophthalmic segment of the right internal carotid artery with a max diameter of 6mm and a 5mm neck diameter. The landing zone was 4.1mm distally and 4.9mm proximally. It was noted the patient's vessel tortuosity was minimal. The access vessel was the femoral artery with a diameter of 6mm. Dapt (dual antiplatelet treatment) was administered and pru level was within normal range. The angiographic result post procedure was normal.  Ancillary devices include a jianshi 6f neuron max long sheath, 5f 115cm navien guide catheter, phenom 27 microcatheter, and stryker synchro 0.014 guidewire.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #705924071: as found condition: the pipeline flex was returned inside of a biohazard bag and a shipping box. Visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal end of the braid appeared not opened due to damaged braid. The proximal end of the braid was found fully opened and frayed. No other anomalies were observed. Testing/analysis: n/a. Conclusion: based on the returned device, the customer complaint was confirmed as the distal end of the braid was not opened due to damaged braid. However, the cause fpr failure to open and damaged braid could not be determined. Possible cause for failure to open includes damaged braid. Customer reported that vessel tortuosity was minimal and the pipeline flex braid was re-sheathed less than or equal to 2 times. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.